Manufacturer narrative:
(B)(4). Sample will not be returned for eval. Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that the ccu was placing the central line in a pt when the guidewire "split". Add'l info received on (B)(6) 2011 states after further investigation at the hospital it was determined that the cause of the guidewire split was human error. No further details are available for this issue.